Event description:
Related manufacturer report number: 2017865-2024-35381. During a remote follow up, episodes of oversensing were observed. It is unknown if the oversensing was due to the device or right ventricular (rv) lead. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.